Manufacturer narrative:
Not confirmed. Corrosion.

Event description:
The user facility reported that the device overheated. Attempts were made to obtain additional information about the event; there was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with the event.

Event description:
The user facility reported that the device overheated. Attempts were made to obtain additional information about the event; there was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with the event.